Manufacturer narrative:
A definitive root cause could not be determined as the device was not returned to olympus for evaluation and a device history record review could not be performed as no lot number was provided. However, failure of the foot switch cord may be a result of general wear and tear. The biomed reported that the footswitch was replaced, and the device is back in service with no further issues. There was no patient or staff injury related to this event.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The user facility reported that a replacement footswitch was going to be purchased. DHR review could not be performed as the lot number could not be determined. If additional information is provided a supplemental MDR will be filed.

Event description:
The user facility reported that during preventive maintenance on the cyberwand it was noticed that the footswitch cable was broken and had electrical tape on it. No injuries were reported. No additional information has been obtained.